Manufacturer narrative:
The ventilator was inspected by a respiratory therapist after the event and they reported that the device functioned as intended. The rt also reported the internal battery was depleted and contacted the distribution center to replace the battery. The rt stated that they did not known if the battery was out of power during this event. Additional information has been requested. (B)(4).

Event description:
A report received from (B)(6) stated a pt expired while being treated on an e360 ventilator. The pt was admitted to the hospital with respiratory failure. It was reported that nursing found the pt without a vital sign and then began cardiopulmonary resuscitation (CPR). Although there were no medical records submitted to the manufacturer for review, the cause of death was reported to be an acute myocardial infarction (ami).